Manufacturer narrative:
Upon secondary review, determined analysis not required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 6935m62 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture and a dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.